Event description:
Reportedly, during testing, there was a "low fio2" alarm which could not be resolved by calibrating the sensor. The sensor was replaced and the unit worked normally. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).